Manufacturer narrative:
Lot number or product not provided by reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that his client, an adult male age (B)(6), used fixodent denture adhesive, version unk cream and super poligrip denture adhesive cream, unspecified total daily use on dentures that he received approximately 10 years ago, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries that left him unable to perform his normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer for approximately 10 years. No further info was provided.